Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a bph surgical procedure "fiber had an end fire" was noted. It was not reported how the procedure was completed. Patient outcome: "ok" reported.

Manufacturer narrative:
(B)(4). Event description: updated, other relevant history: added, lot number: corrected, expiration date: corrected, device returned for evaluation: updated, device codes: updated, device evaluated by manufacturer: updated, device manufacture date: corrected, evaluation codes: added, UDI#: corrected. Product evaluation: failure analysis for fiber (B)(4): the glass cap exhibits a circumferential fracture at the proximal side of fiber/glass fusion zone; the fiber proximal to fracture can rotate independently of metal cap; this failure mode is indicative of a fracture beneath the metal cap; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe char and detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks, signs of melting, and partially erased red octagonal sign and blue arrow indicator. Probable root cause: based on the device analysis, the product complaint "end firing" could not be confirmed; glass cap proximal fracture was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
Fiber use: 96,100 joules and 16 minutes expended. The tip of the fiber was cleaned during the procedure.